Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited an out of range high pacing impedance measurement. This device was connected to an unkown right ventricular (rv) lead which was later on replaced by a competitor lead. Additional information was received that this device with a competitor lead continued to exhibit a high pacing impedance measurement. No adverse patient effects were reported. The device remains in service.